Manufacturer narrative:
Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor was unable to be confirmed. It was however found that there was a short circuit in the motor cable and that the values of the keypad were out of range. The motor cable and the handcontrol set were replaced and the device was repaired, tested and found to be fully functional. Also, given the information provided, we cannot determine a definitive root cause for the identified failures, although the failures identified during service may have contributed to the reported complaint by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/23/2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer. UDI: (B)(4).

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device had a jammed motor and would not turn. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.